Event description:
It was reported that the markers stopped during the episode recorded by the implantable cardiac monitor (icm). It was also reported that the icm had noise as found in the performance data of the device. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No known issues were noted on the data, but it was suspected that exposure to continuous noise source caused markers to be missing from the electrogram.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.